Event description:
The patient developed an infection (cellulitis) 3-7 days post tah procedure. Symptoms included redness, tenderness at the incision site with a low grade fever. Infection was treated post operation with antibiotics, which resolved the infection without any further complications.

Event description:
This information is provided to the requirements of 21 cfr 803 and that does not constitute ad admission that company not the device caused or contributed to the events.